Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited fluid loss after the patient had a coughing attack post-surgery. A surgical procedure was performed to remove and replace the component. There were no patient complications reported.